Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the evening of (B)(6) 2023, the patient went to bed with a cgm reading of 110 mg/dl. After 15 minutes, the patient's wife stated the patient was sweating a lot, thrashing around and was unresponsive. When she checked a finger stick reading it was 22 mg/dl and the cgm was displaying low. The patient's wife called an ambulance and prior to them arriving, the patient's wife gave the patient 22 ounces of juice and did another finger stick and it was 32 mg/dl. The patient was taken to the emergency room and was treated with IV glucose drip and soda. The patient was in the ER for 8hrs and upon discharge, the patient's bg was 168 mg/dl and the cgm was 302 mg/dl. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.